Event description:
It was initially reported that the pt experienced withdrawal. It was later reported that the pt indicated to the hcp on (B)(6) 2010 that he felt as if he was having withdrawal symptoms, specifically, increased pain. The pt was seen by the hcp on (B)(6) 2010. At that time, he was receiving good relief from his pump. The pump was interrogated, the results of the interrogation were unk. The pt underwent a pump revision on (B)(6) 2010. The pt has been getting good relief since then and noted improvement of symptoms. The pt was receiving morphine and bupivicaine in his pump.

Manufacturer narrative:
(B)(4).